Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, causes for the positioning failure, clip migration, and clip expulsion could not be determined. Causes for the in perforation of vessels, hemorrhage, heart failure, non-specific EKG changes, endocarditis, surgery, mitral regurgitation, foreign body in patient, embolism, mitral stenosis, unexpected medical interventions (additional mitral valve procedures, blood transfusion), hospitalization, atrial fibrillation, tachycardia, transient ischemic attack, cardiac tamponade, myocardial infarction, vascular dissection, pseudoaneurysm, and death could not be determined. Additionally, the reported patient effects of embolism, mitral stenosis, EKG/ECG changes (cardiac arrhythmias), atrial arrhythmias, cardiac arrhythmias, transient ischemic attack, cardiac tamponade, myocardial infarction, hemorrhage, vascular perforation, vascular dissection, pseudoaneurysm, heart failure, mitral regurgitation, endocarditis, and death are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical interventions, hospitalization, and surgical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article, ¿transcatheter mitral valve repair with the mitraclip device for prior mitral valve repair failure: insights from the giotto-fails study¿, was reviewed. This research article is a retrospective multiple center experience to evaluate the outcome of patients undergoing transcatheter edge-to-edge repair (teer) with prior transcatheter or surgical mitral valve repair (smvr). The device associated with the study was a mitraclip. The article concluded that teer can be safely and effectively performed using the mitraclip device even in carefully selected patients with a clinical history of teer or smvr. The primary author of the article is arturo giordano, md, phd, head of the invasive cardiology operational unit at pineta grande hospital, via domiziana, km 30/00, 81030 castel volturno ce, italy. The correspondence author is giuseppe biondi-zoccai, md, mstat, department of medical-surgical sciences and biotechnologies, sapienza university of rome, corso della repubblica 79 latina, italy, with the corresponding email: gbiondizoccai@gmail.com. The average age of the patients enrolled was 76. A total of 2,238 patients were included in this study. The majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities included: degenerative, mixed, functional dilated, and functional ischemic mitral regurgitation, prior pacemaker implantation, diabetes, dyslipidemia, hypertension, smoking history, carotid artery disease, mitral stenosis, peripheral artery disease, aortic valve disease, prior myocardial infarction, prior hospitalization for heart failure, syncope, coronary artery disease, prior coronary revascularization, prior cardiac surgery, mitral annuloplasty, coronary artery bypass grafting, heart transplantation, porcelain aorta, neoplasia, hostile chest, frailty, neurologic disability, collagenopathy, cirrhosis, dialysis, chronic obstructive pulmonary disease and implantable cardioverter defibrillator. Intra, peri and post-procedural complications included; failed mitraclip implantation (inability to position), partial device detachment, device embolization, procedural death, cardiac death, heart failure death, in-hospital death, mitral stenosis, mitraclip re-intervention, prolonged hospitalization, smoke-like effect (abnormal test result), ECG changes, atrial fibrillation, ventricular tachycardia/fibrillation, transient ischemic attack, cardiac tamponade, myocardial infarction, surgery, hemorrhage, red blood cell transfusion, any vascular complication (vascular dissection will capture this), vessel perforation, femoral pseudoaneurysm, endocarditis, embolus, foreign body, heart transplantation (major surgery), rehospitalization for heart failure, and mitral regurgitation.